Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 814:09 on channel c. There was no adverse event patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown. Review of the event history noted that failure code 814:04, channel c caused the pump to interrupt delivery.

Manufacturer narrative:
(B)(4). The device will be evaluated at the customer's facility by baxter personnel. The device will not be sent back to baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been evaluated onsite. The reported condition was confirmed. The assignable cause was that the phm (pump head module) was defective. The phm has been replaced. Additional: a service history review revealed that this device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The user interface module master software version for this device is 5.08.92, categorized as remediated.